Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a low battery warning alarm when there was sufficient battery charge remaining. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing and review of the device data logs could neither reproduce nor confirm the reported critically low battery alarm with sufficient battery charge remaining. The investigation determined that the root cause was a depleted battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a low battery warning alarm when there was sufficient battery charge remaining. There was no patient harm or serious injury reported as a result of this incident.